Manufacturer narrative:
-Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Surgical technique - lt1-00099-en - fibulock® fibular nail system - actuate the talons - entry point - 3 - take multiple ap and lateral fluoroscopy views to ensure the guidewire is angled towards the center of the canal. Note: avoid placing the guidewire too lateral as reaming will violate the lateral cortex of the fibula. Once a good entry point and trajectory are established, advance the guidewire further into the fibula. Remove the guidewire. Insert the nail with the outrigger directly lateral to the leg. A mallet should not be required. Confirm the outrigger is positioned lateral prior to actuation. Remove the impactor cap. Insert the actuation driver. Hold the outrigger while actuating to prevent rotation. Turn the actuation driver until it ¿clicks¿ to deploy the talons. The talons may not deploy fully in a tight canal. Do not rotate the nail after talon actuation. K-wires can be placed through the outrigger to control rotation provisionally. The most likely cause of the reported ¿implant would not seat¿ condition was user error due to the guidewire (k-wire) not being removed prior to nail insertion, resulting in mechanical interference/obstruction that prevented advancement of the fibulock® nail.

Event description:
(B)(6) 2025 - the complaint initiator replied that the procedure was completed successfully as once the k wire was removed, the nail was reinserted after inspection and surgeon was happy to use as they did not have a spare and was already using the larger sized nail. An extra incision was made to retrieve the kwire and the patient was advised post-surgery by the surgeon. The same nail was reimplanted (after the kwire was removed) after it was

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 4th october 2025, it was reported by an arthrex employee via email that for an ar-8973l-38-130, arthrex® fibulock® nail, 3.8 x 130 mm left, the kwire was not removed before inserting nail. Nail could not be inserted (due to wire blocking it) and the surgeon was instructed not to mallet as reaming drills 0.2mm bigger than nail but proceeded to mallet. The arthrex employee realised on xray that kwire was insitu and asked to stop and remove nail and take proximal xray to see proximal fibular, kwire was out of fibular head and into tibia. Proximal incision was made and k wire was retrieved. This was detected during use in a fibulock ankle case on (B)(6) 2025. (Requesting more information from complaint initiator).

Manufacturer narrative:
Correction: updated h1 from malfunction to serious injury additional information: b5, g3, h3, h6 -complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Surgical technique - lt1-00099-en - fibulock® fibular nail system - actuate the talons - entry point - 3 - take multiple ap and lateral fluoroscopy views to ensure the guidewire is angled towards the center of the canal. Note: avoid placing the guidewire too lateral as reaming will violate the lateral cortex of the fibula. Once a good entry point and trajectory are established, advance the guidewire further into the fibula. 7 - remove the guidewire. Insert the nail with the outrigger directly lateral to the leg. A mallet should not be required. 9 - confirm the outrigger is positioned lateral prior to actuation. Remove the impactor cap. Insert the actuation driver. Hold the outrigger while actuating to prevent rotation. Turn the actuation driver until its ¿clicks¿ to deploy the talons. The talons may not deploy fully in a tight canal. Do not rotate the nail after talon actuation. K-wires can be placed through the outrigger to control rotation provisionally. The most likely cause of the reported ¿implant would not seat¿ condition was user error due to the guidewire (k-wire) not being removed prior to nail insertion, resulting in mechanical interference/obstruction that prevented advancement of the fibulock® nail.

Event description:
(B)(6) 2025 - the complaint initiator replied that the procedure was completed successfully as once the k wire was removed, the nail was reinserted after inspection and surgeon was happy to use as they did not have a spare and was already using the larger sized nail. An extra incision was made to retrieve the kwire and the patient was advised post-surgery by the surgeon. The same nail was reimplanted (after the kwire was removed) after it was checked and surgeon was happy to proceed.